Event description:
The reporter contacted lifescan on behalf of the patient alleging that her one touch ultra meter was prompting the error 1 message. The medical affairs specialist spoke with the patient to obtain additional information. The patient reported that she had not tested for two days, since her daughter had been busy. On the morning of the third day, she had been feeling dizzy, and believed that taking her set 40 units of nph insulin at 8:15 would help her symptoms. At 8:30 am her daughter attempted to test her blood glucose level; however, the meter was prompting the error 1 message. She had eggs and grits for breakfast and still felt dizzy. Shortly after eating breakfast she became unconscious. The paramedics were called. Within a few minutes they arrived and obtained a 36 mg/dl. She was administered glucose and transported to the hospital. She could not specify the result obtained at the hospital upon her arrival. She was treated with 3 sandwiches and released the same day. The patient had been taking 40 units of nph in the morning and 30 units in the afternoon. Following the hospitalization her insulin regimen was decreased to 20 units of nph in the morning and 15 units in the afternoon. The patient does not have any other health conditions. The customer care representative (ccr) verified that the patient was using the correct testing technique and the battery compartment was in good condition. The ccr walked the reporter through a retest and the meter prompted the error 1 message. The patient did not allege harm. There is no indication that the patient experienced injury and medical intervention due to the meter. She developed symptoms and mistreated herself prior to attempting test. However, there is information that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.